Event description:
During knee arthroscopy, pt suffered fluid extravasation into the abdomen. Pt was administered 20mg of lasix to improve fluid void. A prolonged stay (approximately 3 days) was necessary. User facility reports: "during the course of knee arthroscopy, it was noted that there was lack of suctioned irrigation fluid. It was discovered that extravasation occurred, affecting the pt's left thigh, the superior half of the right thigh, and the lower abdomen. Approx. 3000cc was missing. Skin in affected area was taut, mottled, blue/red in color, and had swelling. Pump was set at 75mmhg". Information provided by co representative indicates that it is possible that the sensor tubing was disconnected and reconnected before the case. Pump settings were 75mmhg pressure and 100% flow. This device is used for treatment.